Event description:
Hosp personnel were testing the device when the control panel became nonfunctional. The reporter stated that the device would not accept commands from the control panel. The reporter stated that the battery was disconnected and reconnected and the device was turned back on. The reported malfunction did not recur. There was no pt related to this malfunction.